Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedance reaching measurements of 125 ohms. No adverse patient effects were reported. This lead remains in service.